Event description:
Customer reported receiving multiple motor error alarms while taking a bolus and no delivery alarms during prime. Customer stated that they use the sensor feature on the insulin pump. Customer declined troubleshooting. Customer's blood glucose reading at the time of the call was 148 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm or no delivery alarm was noted. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a broken reservoir tube lip.